Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) with a preface® guiding sheath with multipurpose curve and the hemostatic valve cap (brim cap) at the end of the sheath detached. It was reported the hemostatic cap at the end of the sheath came off. The sheath was replaced and the issue resolved. There was no patient consequence. Additional information was received indicating the hemostatic valve cap popped off, however, it did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was being used on the patient. Physician doesn't believe that any air entered the patient. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On 12-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) with a preface® guiding sheath with multipurpose curve and the hemostatic valve cap (brim cap) at the end of the sheath detached. It was reported the hemostatic cap at the end of the sheath came off. The sheath was replaced and the issue resolved. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed after being sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the brim cap was found separated from the hub. The dimensional analysis was found within specifications. The complaint reported by the customer as ¿hemostasis valve/hub ~ separated¿ was confirmed, the returned unit presented a cap separation condition. Exact cause of the cap separation could not be conclusively determined during the analysis. The dimensional analysis results were found within specification. Procedural factors or handling process may contribute to this issue. Additionally, the customer provided a photo of the complaint device and condition to aid in the investigation. According to the picture provided by customer, brim cap appears dislodged in the hub. Controls are in place to verify the product conditions; the cap assembly are inspected 100% before leaving the facility. Neither the product history review (phr) review nor the product analysis suggests that the found damage could be related to the manufacturing process of the unit. A device history record review was performed and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-feb-2022, biosense webster inc received additional information indicating the date of event was (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)